Event description:
It was reproted that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, it was noted that the balloon shaft broke in the guide. The distal portion was trapped in the guide and pulled out with wire and guide. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of an emerge mr balloon catheter. The balloon was tightly folded, and the device was bloody. Analysis of the tip, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a separation in the hypotube located 72.5cm form the tip of the device, and there were numerous kinks in the hypotube. The fracture faces of the separated ends were ovalized, as if kinked prior to separating. Inspection of the device found no other damage or defects.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, it was noted that the balloon shaft broke in the guide. The distal portion was trapped in the guide and pulled out with wire and guide. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.